Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (52 mg/dl at its lowest) and soda was consumed to address the bg level. The customer thought that the pump settings needed to be updated due to exercising more/diet change and was the cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.